Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that for the past week the buttons have been sticking and now the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 176 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.